Event description:
It was reported the asymptomatic patient presented in clinic. Prior to implant of the right ventricular lead, it was observed the helix could not be extended. The lead was not implanted and replaced on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The reported event of helix malfunction was confirmed. As received, a complete lead was returned in one piece, with the helix was found partially extended and clogged with dried tissue. After it was cleaned, the helix could retract and extend with torque applied at the connector pin. The full helix extension length was within normal specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried tissue. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.